Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin flow blocked. Customer¿s blood glucose at time of incident was 200mg/dl. Customer states that the alarm did not occur during fill tubing and insulin did exit the tubing also pump alarmed with no reservoir detected. Customer was unable to perform troubleshoot. Customer advised to monitor the pump and call back if issue persists. Product will not be returned for analysis.